Event description:
On (B)(6) 2011, pt reported both the up and down buttons, but especially the up button on the infusion device does not perform correctly and he has to press it more than once to get it to respond. Pt stated the backlight does not come on when he presses the up button the first time. Pt reported the buttons do click when pressed and pop back up when release but they feel wobbly. Pt stated the issue began not long after he received the infusion device, but has progressively gotten worse over the last several months. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.